Manufacturer narrative:
(B)(4). Batch # n54f7a. Photographic analysis: picture number one shows a green piece of plastic, and aside a malformed staple, placed over gauze. Picture number two shows a closer view of the top of a green cartridge. It can be appreciated fully fired, with all the drivers visible and a malformed staple is appreciated at the left side on the distal end of the cartridge. B-form staples are visible at the proximal end of the reload. Picture number three shows a top view of the cartridge with a malformed staple at the distal end. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure the surgeon noticed a piece of green plastic sitting just proximal to the staple line apex post firing. Plastic was retrieved from patient. Case was completed with minimal delay. Procedure prolonged by 1 minute. No effect to patient, patient reported to be stable.